Manufacturer narrative:
Complaint conclusion: as reported, upon opening the packaging for a 5f mynx control vascular closure device, the peg was found to be removed from the device. There was no patient injury reported. There was no damage noted to the packaging for the device. The device was stored and handled per the instructions for use (IFU). The procedure was completed using another device. The device was not available to be returned for analysis. A product history record (phr) review of lot f1909403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the customer reported that the sealant was exposed while in the packaging. However, handling factors during prep of the device could have contributed to the premature exposure of the sealant reported. If the user holds the device by the shaft, the sealant sleeves could inadvertently be pulled back and expose the sealant prematurely. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿prepare balloon: fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, upon opening the packaging for a 5f mynx control vascular closure device, the peg was found to be removed from the device. There was no patient injury reported. The device was not clinically used and will be returned for analysis. There was no damage noted to the packaging for the device. The device was stored and handled per the instructions for use (IFU). The procedure was completed using another device.